Event description:
It was reported, the patient really did not use her neurostimulator(ins) because after she charged it she would get a shocking sensation through her whole body so she turned off the ins. It was then reported this had been occurring since implantation but the patient had never told her health care provider.

Manufacturer narrative:
Product ID 97754, serial# (B)(4); product type recharger product ID 97740, serial# (B)(4); product type programmer, patient product ID 977a260, serial# (B)(4), implanted: 2013 (B)(6); product type lead product ID 977a260, serial# (B)(4), implanted: 2013 (B)(6); product type lead (B)(4).